Event description:
New information notes further testing was carried out in the clinic and no lead noise was detected. It was determined the alert was false positive and the alert was turned off.

Event description:
It was reported that patient presented in hospital after receiving alert for non-sustained lead noise. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.